Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -06.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem.